Event description:
Md originally implanted hardware in 2005. Patient heard a "pop" noise approximately 6 weeks post-op. During a follow-up appointment md noted on x-ray a broken screw at l5. The screw was left in place.